Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data field d8,d9,h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus was not confirmed the customer¿s allegation. Based on the results of the investigation the root cause of this phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head the image disappears during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.